Event description:
Boston scientific received information from the patient's family that soon after implant, the ancure endograft developed a leak and appeared to be floating. The patient expired six years later, however, the graft issue was not connected to the patient's death. No further information was available.

Manufacturer narrative:
Attempts were made to contact the listed following physician for additional information, however, was unsuccessful. This device has not been returned and boston scientific crm cannot confirm the clinical observation. No additional information is available at this time. If additional information is received, this event will be updated.